Manufacturer narrative:
Device 4 of 9. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the starter hole was off centered in 8-9 wafers. The products were not used. This has been an ongoing issue from an unknown number of wafers from an unknown number of boxes. Reportedly, he did not have any issues with the ones he had used. No photo is available at this time.